Manufacturer narrative:
Ge rep evaluated system and found a faulty hard drive. Rep replaced the hard drive and tested system. System is operating as intended.

Event description:
It was reported that images are missing, and image files are corrupted. No pt injury reported.